Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): full lead returned and analyzed. Primary analysis finding: defib conductor was distorted at rv connector leg. .additional analyst comment - there are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal. Lead was not fully inserted into the device.

Event description:
It was reported during the implant procedure, the lead was implanted and, however, removed due to damage occurring at implant. The analyzer measurements at implant were normal; however after placing the lead in the device header right ventricular coil, measurements were greater than 200 ohms. The lead was disconnected and reconnected several times with same unfavorable results. Of note, the device remained in the pocket with can on. Lead was retested through analyzer and impedance greater than 4000 ohms were confirmed. It was suspected the lead was damage by crimping while inserting pins into device header. No patient complications have been reported as a result of this event.